Event description:
It was reported the epg (external pulse generator) got wet. The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the main printed circuit board (pcb), heart lead flex, and battery flex were contaminated. It was also noted that the lower case, battery release and two main pcb screws were contaminated, one side bail cover was broken, the battery drawer was dented and the encoder flex was out of specification with the flex torn where soldered to encoder.